Event description:
Customer reported receiving imprecise meter readings on her freestyle freedom meter of 439mg/dl and 165mg/dl obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "b" zone showing the difference in the values are not considered clinically significant. However, the customer reported that due to the erratic readings, she was dosing with insulin and mistreated herself she reported (3) separate events in which she stated she passed out due to mistreatment of her insulin dosage. She sated prior to passing out she also experienced dizziness, light-headedness and her legs were shaky. She stated she self-treated with orange juice and a candy bar to help alleviate her symptoms. She denied being seen at a hosp and no diagnosis or third-party medical intervention was required. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up reported will be submitted once results are available.